Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B is currently available. The IFU section 1, entitled ¿introduction¿ lists potential adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU section 6, entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced four shocks from their biotronik implantable cardioverter defibrillator (ICD) while vacuum cleaning. The patient was called in to the ICD clinic for checkup and readings of the ICD. In the clinic the ICD nurse was having issues getting in contact with the ICD via the ICD programmer. When changing to an older version of the biotronik ICD programmer it was possible to get in contact with the ICD and readings was performed. All 4 shocks were appropriate as ventricular tachycardia (vt) and ventricular fibrillation (vf) was detected. There were no symptoms of arrhythmia experienced by the patient, and the arrhythmia resolved and was not sustained. The patient had their ICD prior to left ventricular assist device implant.